Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they usually have trouble locating their left ins when recharging. .pt said they usually think it is is one spot, but then it's in another spot. Pt said they usually get a better connection when they lay down to recharge the left ins. Pt mentioned they think the left ins moves around more than their right ins and that the left one takes longer to recharge. Pss documenting information given during call.